Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device remains implanted.

Event description:
Patient has been indicated for revision due to a taper fracture approximately 7 years post-implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Concomitant products: oss femoral bushing, catalog#: 161034, lot#: 153220. Oss tibial bearing, catalog#: 150410, lot#: 464070. Oss femoral modular segment, catalog#: 161012, lot#: 872880. Oss yoke, catalog#: 133080, lot#: 133080. Oss axle, catalog#: 161035, lot#: 228210. Oss locking pin, catalog#: 150478, lot#: 158660. Oss stacking adapter, catalog#: 150483, lot#: 192940. Oss stacking adapter, catalog#: 150483, lot#: 689000.